Manufacturer narrative:
Follow up #1 12/07/2016 device evaluation: the pump has been returned to animas and evaluated on 11/11/2016 with the following findings: the pump¿s black box showed no evidence of short battery life however there were post delivery motor power supply fault alarms observed on the complaint date. The returned battery cap was unable to fully tighten to the pump. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. There was an additional crack in the pump casing near the case seal. The pump¿s current draws were within specifications. A battery life issue was not duplicated during the investigation. There was evidence of additional moisture contamination on the motor circuit. The display screen was dim and discolored. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 12/08/2016 correction: the awareness date has been updated to 11/11/2016 to reflect investigation results.